Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(6) (importer).

Event description:
Device switching on automatically. No patient involvement.